Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached a smart coil in the target vessel using a non-penumbra microcatheter. The physician was then unable to advance another smart coil into the hub of the microcatheter; therefore, it was removed. The procedure was completed using a total of six smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was broken on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly, the pull wire was present inside the distal detachment tip (ddt), and the embolization coil was damaged on its proximal end. The pusher assembly was kinked approximately 67.0 cm from the proximal end. Evaluation of the returned smart coil revealed embolization coil damage on the coil¿s proximal end. This type of damage typically occurs if the introducer sheath is not properly aligned in the hub of the microcatheter prior to advancement. The offset coil winds likely contributed to the difficulty advancing the embolization coil out of its introducer sheath during functional testing. Further evaluation revealed the pet lock was broken on the proximal end of the pusher assembly. If a pull force is applied to the proximal end the pet lock will likely break. Since the coil was not advanced through the parent device, it is likely a pull force was applied to the proximal pusher assembly accidently and was not in attempt to detach the coil. Further evaluation also revealed a kink in the pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.